Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 93mg/dl. A system check was performed verifying the occlusion alarms. After the system check, a supply change was performed resolving the occlusion. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.